Manufacturer narrative:
As received, a pacemaker was returned at normal end of life (eol). The device had reached elective replacement indicator (eri) due to high output settings prior to reaching eol. Analysis was normal and no anomalies were found. The reported event of premature battery depletion was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker changeout procedure. Upon interrogation, the pacemaker was at end of life and alleged to have been depleted prematurely. The physician explanted and replaced the device. The patient was in stable condition.